Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
It was reported that the device locked up as it was being used on a do not resuscitate (dnr) pt to establish the time of death. The user power cycled the device but the lock up issue persisted. The device use had no adverse effects on the pt.